Event description:
The device was used on a pt and during use a "low battery warning" was issued. The outcome for the pt is unk.

Manufacturer narrative:
The problem with the device was attributed to an insecure weld on a tag in the battery pack. A review of the complaint database confirmed that this was the first complaint of this type rec'd. The loose tag in the battery pack was only held in place by the heatshrink wrap. It is felt likely that the tag became dislodge when the device was moved for use. The battery pack was returned to the supplier in order for corrective and preventative actions to be put in place. The pad-pak (batteries and electrodes) used in the device is for single use only but the pad 300p defibrillator is a multi use device. It is not known if this was the first use of the pad 300p device.